Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The home patient (hp) reported that the heater bag had fell and become disconnected. The home patient (hp) had already spoke to the registered nurse (rn). The baxter technical service representative (tsr) assisted the hp to retrieve the set. The hp would do manuals to complete therapy. The tsr had the hp cycle power. There was no patient injury or medical intervention, but there was patient involvement. Product surveillance contacted home patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by ending therapy and finishing therapy with manuals. The hp said the cause of the alarm was due to the heater bag falling. The hp does not stack his solution bags. The hp does not know why the bag fell and became disconnected. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.